Manufacturer narrative:
The investigation into the reported events has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. Data logs shows the first pump was run for 12 min and had an impella position in the aorta alarm. Doctor had difficulty in repositioning the pump without a guidewire. The second cp pump was placed without issue. The evaluation revealed that the the cause of the issue was wireless re-access. Per IFU 0048-9007, the impella device is not indicated for wireless re-access. The failure modes will be monitored and trended.

Event description:
The complainant reported that the medical team had trouble inserting the impella cp pump across the aortic valve. The decision was made to remove that pump and insert a new one which was able to be inserted successfully. There was no harm to the patient as a result of this incident.